Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. A serial number for the bubble sensor was not provided. The manufacture date could not be determined without a serial number. The service representative reported that the bubble sensor was replaced and the latching mechanism was adjusted to accommodate specific tubing sizes. No devices were returned to the manufacturer. Reference: (B)(4) and (B)(4).

Event description:
On (B)(6) 2011, (B)(6) hospital, (B)(6), reported that the bubble sensor (article number: 70105.5050, serial number: unknown) attached to the hl20 had a 'malfunction'. There is no further description of the nature of the malfunction. Reference: (B)(4) and (B)(4).